Event description:
A consumer reported false negative inteliswab test results to oti consumer support. The consumer stated they tested positive on another brand rapid test on (B)(6) 2024. The consumer then stated they followed all instructions and tested negative on an inteliswab test on (B)(6) 2024. The consumer did not state if a pcr test was taken to confirm their test results but stated they would call us back if they got another positive result.

Manufacturer narrative:
The consumer reported false negative inteliswab test results but did not state if a pcr test was performed confirming the false results. The consumer has not call back providing any additional information to date. No additional follow-up is to be expected with this complaint and the incident will be closed internally.

Event description:
A consumer reported false negative inteliswab test results to oti consumer support. The consumer stated they tested positive on another brand rapid test on (B)(6) 2024. The consumer then stated they followed all instructions and tested negative on an inteliswab test on (B)(6) 2024. The consumer did not state if a pcr test was taken to confirm their test results but stated they would call us back if they got another positive result.